Manufacturer narrative:
H6; code 100: yielded cartridge nose weld. Visual inspections and results: head rotates: yes; nose shroud cracked/broken: yes(broken weld); staples in nose: yes (twisted/part.f); staples in track: yes; trigger engaged with precock: yes. Functional tests and results: cycled instrument: no. Analysis and conclusion: based upon the inquiry info received, the visual examination and the functional test, it was concluded that the reported instrument "jammed" during surgery may have been due to twisted jammed in the cartridge nose and a yielded cartridge nose. The instrument was received with a twisted staple jammed in the cartridge nose, followed by another twisted staple. The nose weld was observed to be yielded. No functional testing could be performed due to a yielded cartridge nose weld which would not allow the staples to properly feed and form. The instrument was disassembled and no conclusion be reached whether th e yielded cartridge nose weld had caused the staples to twist or the twisted staples had caused the cartridge nose weld to yield. The cartridge and nose contained 17 staples. Each instrument is evaluated during the assembly process to ensure that staples feed, fire and form correctly.

Event description:
During a laparoscopic hernia repair procedure, it was reported by the affiliate that the device jammed. There was no pt consequence.